Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, while in the living room they felt funny and decided to check their blood glucose (bg). The patient attempted to go downstairs but was unable to due to losing consciousness. The patient's mother found the patient and called the ambulance. Upon arrival, paramedics checked the patient¿s bg which was at 40 mg/dl. They treated the patient with sugar in a bag and the patient regained consciousness. The bg was 59 mg/dl after 15 minutes of treatment. The paramedics continued treatment until the patient¿s bg reached a normal range. The paramedics advised the patient to go to the hospital, but the patient declined. At the time of the report, the patient was feeling better. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.